Event description:
Customer reported the panorama telepack lost communications with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced the system hard drives and reloaded software. Tested, calibrated, and safety checked unit to factory specs.